Event description:
The account alleged the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found that brake detent was broken. The technician replaced the brake detent to resolve the issue.